Event description:
Pull-off nose pieces are easily pulled off by child and may be eaten or choked on. Rptr cannot verify it but believes their child may have swallowed one. Rptr finds this to be a design flaw as there is an alternative in screw-on nose pieces.